Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they went to get it last saturday and it didn't want to work. Agent walked patient through trying to communicate with her implant. Patient was seeing device not responding. Patient could not recall which side of the body the device was on. Agent reviewed from device registration and the patient repositioned the communicator several times but was unable to successfully connect. Patient could not feel the device under their skin or see an incision/scar. Agent asked if they still feel the stim or get symptom relief and they said "off and on." The patient was redirected to their healthcare provider to further address the issue.